Manufacturer narrative:
Product analysis # (B)(4): brief description of complaint: when cleaning the device tip with the cleaning brush, the device tip wire broke on one side. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade tna product number: ps300-002, lot number: 0209881908, expiration date: 2018-07-29, quantity returned: 1. Testing performed: device packaging inspection: -only a adenoid tip was hand delivered by a local rep in a single bio-hazard bag within a clear zip lock bag -no original packaging was included and device cannot be confirmed with the information in the gch nor can it be confirmed as the reported complaint device. -no additional paperwork was included device visual inspection: -adenoid tip has been used with dried blood in the tip housing -adenoid tip wire is damaged and is the visual related to the description (figure 1) functional inspection: hand piece was not returned with the adenoid tip which impedes functional testing. All inspection of the adenoid tip was performed visually. Lhr review: a review of the lhr for lot # 0209881908 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint is confirmed for the ¿broken tna wire¿ issue contained in the gch. As stated in the description: ¿while cleaning adenoid tip with brush from tna kit, the scrub tech inadvertently snapped wire¿. The IFU points out under ¿precautions¿ and ¿instructions for use¿ the following: ¿precautions¿ -take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. -take care when cleaning around the adenoid wire electrode, as excessive force may cause damage or breakage. -do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. ¿instructions for use¿ -the adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. -take care when cleaning around the wire electrode as excessive force may cause damage or breakage. The complaint will be tracked and trended in gch. (B)(4). Patient information incomplete and missing patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
While cleaning adenoid tip with the provided wire brush, the scrub tech inadvertently snapped wire. The wire is still connected on one side of the device housing. The device was outside of the surgical field when the wire broke; therefore, there was no patient impact. It is unknown how long the device had been used before the issue occurred. There was no reported patient impact and the patient was reported to be doing well.